Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in a common femoral artery (cfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 6fr. Reportedly, after the plunger was retracted a cuff miss was noticed with all seven proglide devices. The evar procedure was not completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, six proglide devices were attempted in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The physician removed the first proglide device from the packaging and examined the device for deformities that could contribute to a needle-to-cuff-miss. None were noticed and the proglide device was not used during the evar procedure; however, the device was returned with the six proglide devices that were attempted to be used. No additional information was provided.